Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing and pillowing keypad overlay. In conclusion, customer concern battery cap damage was confirmed due to missing metal stake and missing contact dots. Cosmetic damage was confirmed at the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer inserted a new set but it came off. The customer also stated that the metal piece on the battery cap came off and the serial number at the back of the pump was no longer there. The pump belt clip was also already broken. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1880, mmt-431a. Troubleshooting was performed for the reported events. The customer reported that the battery cap was damaged. Damage was on metal contacts. The customer reported a labeling issue. Product labels were reported as missing, removed, worn, faded, or damaged following usage. The customer reported damage to the belt clip due to wear and tear. No harm requiring medical intervention was reported. No product return is required for acc-1601. A product return for mmt-1880 was requested and the customer response was the pump will be returned. No product return is required for mmt-431a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.